Manufacturer narrative:
The subject device was not returned for evaluation however, photos of the device were provided for evaluation. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. Since no device was returned to olympus, a physical device inspection could not be performed. Because of this, the specific complaint could not be confirmed. Based on the information in the event description and information gathered, the event likely occurred during the handling of the device. IFU (instruction for use) : on page 3 of the device IFU ((B)(4)), it states: "visually inspect the device for damage. Do not use the device if it appears damaged; contact your local olympus representative. Do not use this device if the package or sterile barrier has been previously opened or is damaged. Doing so may compromise user or patient safety or damage ancillary equipment." Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during preparation for use, the needle was observed kinked/ bent. The needle was replaced with another needle. The intended unspecified procedure was completed with similar device. There was no patient harm or injury reported due to the event. No user injury reported.